Event description:
The patient reported two experiences involving the separation of infusion set tubing from the infusion device at the luer-lock connection. During the first occurrence, she stated that she received a high blood glucose reading of 500 mg/dl. She then noticed that the infusion set tubing had "pulled away" from the infusion device. During the second occurrence 11 days later, she observed the infusion set tubing leaking at the luer-lock connection. During this occurrence, she stated that her blood glucose level had risen to 361 mg/dl. She reported that, in each occurrence, the infusion set tubing had been in use less than two days. She stated that she experienced symptoms including "nausea, fatigue, and weakness" during periods of elevated blood glucose levels. Following both occurrences, she replaced the infusion set tubing and administered a bolus of insulin to reduce her blood glucose level. The patient did not require assistance from a healthcare professional or second party to address the issue. The patient reported disposing of the affected infusion set tubing. Therefore, no product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.